Manufacturer narrative:
(B)(4). Evaluation: still under investigation.

Event description:
The physician selected beacon tip royal flush plus flush catheter for angiography at tae for (B)(6) male patient. The beacon tip royal flush plus flush catheter was inserted using a 4fr sheath from the right femoral. The right external iliac artery was tortuous. The physician straightened the pig tail part using a guide wire tip and removed the catheter after performing angiography. Then he found the tip of the catheter remained in around the right external iliac artery when he was inserting another catheter for tae. He made an incision in the right groin and removed the catheter tip using a snare. The procedure was completed and the patient is doing fine after the procedure.